Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient had been hospitalized on (B)(6) 2017 due to peritonitis. Per the rn the patient was hospitalized in (B)(6) 2017 following unknown signs and symptoms and was found to have peritonitis during the hospitalization. Details regarding the peritonitis and hospitalization were not available. The patient was transitioned to hemodialysis on (B)(6) 2017. It is unknown if the patient continued to use fmcna products in the hospital. Per the pdrn, the events were unrelated to any products. The pdrn indicated additional information was not available.

Manufacturer narrative:
Conclusion: although a possible temporal association exists between fresenius products and the patient¿s peritonitis event with subsequent hospitalization, there is no documentation in the complaint file that indicates a causal relationship. The etiology of peritonitis cannot be fully determined with the information available in the complaint file. Additionally, there are no reported allegations against any fresenius products and this adverse event. Should additional information become available this clinical investigation will be re-evaluated.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 for peritonitis. The etiology of the peritonitis event was unknown. The pd nurse stated the peritonitis event was not related to any fresenius products. It was further reported the patient was later transitioned to hemodialysis (hd) therapy on (B)(6) 2017. Patient medical records were requested.

Manufacturer narrative:
Conclusion: a possible temporal association exists between ccpd treatments with fresenius products and the rosemonas peritonitis event with hospitalization. However, the hospitalization was significantly complicated from pre-existing comorbid conditions. Based on the information currently available in the complaint file, the etiology of the patient¿s peritonitis event cannot be fully determined. During this hospitalization the patient had her pd catheter (not a fresenius product) removed and was transitioned to hd therapy. Additionally, there have been no reported allegations against the liberty cycler or liberty cycler set malfunction that may have caused/contributed to the patient¿s peritonitis infection. Dialysis is a lifesaving and live sustaining established therapy for patients with end stage kidney disease. All dialysis patients have a myriad of pre-existing associated comorbidities.

Event description:
Information in the complaint file and medical records were reviewed. On (B)(6) 2017 this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy presented to the emergency room (ER) with complaints of abdominal pain and diarrhea and was subsequently admitted to the hospital for peritonitis and hypokalemia (unknown etiology possibly related to diarrhea). The patient was initiated on broad spectrum antibiotics intravenously (IV) and was potassium repleted. Additionally, a pd effluent culture was performed (unknown date) which revealed a high white blood cell (wbc) count of 220 and was positive for growth of the organism rosemonas. During hospitalization, the patient had her pd catheter removed and cultured which revealed the presence of candida species. The patient was transitioned to hd therapy during hospitalization. A repeat pd effluent culture on unknown date during hospitalization revealed the patient¿s peritoneal wbc count increased to 16,000 and the patient¿s blood wbc remained elevated despite treatment with broad spectrum antibiotics. On an unknown date, during serial imaging the patient was found to have a pleural effusion in the setting of concomitant chronic lupus pleuritis and a thoracentesis was performed without documented medical treatment during this hospital course. On (B)(6) 2017 (day prior to discharge), the patient notably had a hypotensive episode deemed likely related to hypovolemia from ongoing dialysis (hd). However, it was recommended by pulmonary services to keep the patient¿s intravascular fluid low as possible as part of the medical management of the patient¿s complex medical issues during hospitalization. On (B)(6) 2017, the patient was notably discharged to an acute care facility in critical condition. During follow up, the pd nurse reported the peritonitis event was not related to any fresenius products. It was further reported the patient was transitioned to outpatient hemodialysis (hd) therapy on (B)(6) 2017. Also noted in the medical records received, the patient was medically managed for multiple complex medical conditions during the course of hospitalization including an incidental finding of a patent foramen ovale (pfo) (hole in the heart), pulmonary hypertension due to tricuspid regurgitation, supraventricular tachycardia (svt) episode, and hepatosplenomegaly with splenic infarct. Additionally, the patient experienced complications related to advanced lupus including lupus nephritis and lupus cerebritis. At some point (unknown date prior to or during hospitalization) the patient had an adverse reaction to morphine where the patient had a respiratory arrest (details of event were unknown).

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set lot has been sold and distributed. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 for peritonitis. The etiology of the peritonitis event was unknown. The pd nurse stated the peritonitis event was not related to any fresenius products. It was further reported the patient was later transitioned to hemodialysis (hd) therapy on (B)(6) 2017. Patient medical records were requested.